Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, an error code related to the charging of the internal battery was observed. There was no reported patient involvement. The manufacturer¿s service technician observed error codes for the internal battery, a low battery state of health for the internal battery, and urgent reminder in the device¿s event log. The service technician recommended replacing the device¿s internal battery to address these issues. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time. Additional findings not related to the malfunction/issue was damaged to the rear enclosure for this device. The service technician recommended replacing the device's rear enclosure to address this issue. There were no repairs performed on the device, and it was scrapped.